Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 201 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, minor scratched display window.